Event description:
The customer contact reported a tubing separation; subsequenttly, bleed back was noted. The tubing set was being used to deliver an unspecified IV solution. The male luer of the tubing set was connected to an unspecified needleless adapter. The needles adapter was connected to a t-connector that was connected to the patient's peripheral IV catheter. At an unspecified time during the delivery, the pump in use alarmed for a distal occlusion. When responding to the alarm condition, the nurse removed the tape from the patient's IV site. At that time, the nurse noted that the tubing set had separated into two pieces. Reportedly, "the hard piece of plastic came apart from the soft piece of plastic." The male luer remained in the needleless adapter and an unspecified amount of bleed back was noted. The customer contact reported that after the male luer was removed from the needleless adapter, the IV site was flushed with saline. There were no reported adverse patient sequelae.